Event description:
This valve was explanted due to endocarditis. According to the op report, at explant, the mitral valve was noted to be functioning. Once it was removed, two areas of abscess were observed - "one very posteriorly and the other laterally and posteiorly". This resulted in a "large" abscessed cavity in the annulus measuring 1 cm. The area was debrided and cultures were taken. The mitral valve was replaced with a 29 mm hancock ii porcine valve, and patient's native aortic valve was replaced with a 21 mm hancock ii. The surgeon stated the patient "tolerated the procedure well", however, he was "concerned about the absecessed cavity" and the risk of recurring infection.